Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary drawer failed. The user attempted to recover the drawer; however, it was still not working. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 02-sep-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer had failed. The field service engineer (fse) inspected the station and observed that the recovery screen indicated the drawer failed to stay closed when shut. Diagnostic light emitting diodes indicated a false open condition. Further diagnostics identified a failed inseparable due to a dropped magnet. A replacement inseparable was installed, and the drawer was tested in both the application and the hardware test application diagnostics. No issues were noted, and normal operation was confirmed. The system functioned as intended after the field service engineer repaired the device.